Manufacturer narrative:
(B)(4): the service engineer (se) inspected the device and verified the error in the memory log. Se run the extended self-test which cleared the error. The device passed all the required testing.

Event description:
It was reported that the ventilator generated an error when vent was powered on. There was no patient involvement.